Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and during visit observed flickering in display. The fse reset connections of display and verified that the problem was resolved. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the display in the cs100 intra-aortic balloon pump (iabp) was having flickering issues. There was no patient harm, serious injury or adverse event.